Event description:
Pt with complete heart block had pacemaker insertion 5/29/1998. Pt was discharged home. While at home, pt began to feel lightheaded and passed out. When pt presented to md 6/15/1998 it was found out he had intermittent non-pacing, nonsensing of the lead. Pt went on to have new pacemaker lead implanted.